Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 was failed and would not recover. Customer tried to reboot and recover the drawer, but issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 was failed and would not recover. A field service engineer (fse) found that the half-height cubie drawer 2.2 was not registering cubicle pockets. The fse reset the connections for all row board cables, after which the issue was resolved and proper functionality was restored. The system functioned as intended after the field service engineer repaired the device.